Event description:
At 1 month from the primary, revision surgery due to instability. Head, cup and liner were removed and replaced with a cup that allowed for a dual mobility liner and a longer head.

Manufacturer narrative:
Batch review performed on 22 march 2024: lot 2346007: (B)(4) items manufactured and released on 20-dec-2023. Expiration date: 2028-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 22 march 2024. Acetabular shell: cup: versafitcup cc trio 01.26.45.0056 acetabular shell cc trio ø 56 (k103352) lot 2209693: (B)(4) items manufactured and released on 09-sept-2022. Expiration date: 2027-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ceramic liner involved but not marketed in the USA: liner: mectacer 01.29.414 ceramic liner ø 36 / f (no k number) lot 2209228: (B)(4) items manufactured and released on 19-jul-2022. Expiration date: 2027-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.